Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v914061, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) the night prior to the report and was wondering if she would need to have her device removed as it was ¿not doing what it was supposed to be doing¿ and was ¿not working.¿ it was noted that the patient weighed ¿maybe 105¿ and when she went to the e.r. She was looking like she was seven months pregnant and her belly was ¿just so bloated.¿ it was reported that the patient was diagnosed with urinary retention with incomplete bladder emptying. The reporter stated that the patient was sent home with a catheter bag and was told that her bladder wasn¿t working. It was reported that the patient could ¿just tell that it¿s not doing the job¿ and she had been having more leakage and going through more pads. It was noted that the implant had worked for her on and off, 60-70 percent of the time since it was implanted, and she had more leakage. A week later, it was reported that the patient had a catheter put in at the e.r. On (B)(6) 2014 and the patient went back to the ER on (B)(6) 2014. It was noted that they took the catheter out because the patient was urinating around it. The reporter stated that three catheters were done on (B)(6) 2014. It was reported that the patient¿s bladder was ¿shot¿ and was not functioning. It was noted that the patient could increase stimulation and was able to feel stimulation but it was not effective. It was reported that the device stopped being effective a couple of months prior to the report. Additional information has been requested but was not available as of the date of this report.